Event description:
At follow-up, loss of capture and no sensing were observed. Fluoroscopy revealed lead dislodgement. As such, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.